Event description:
It was reported that this right atrial (ra) lead had dislodged. Imaging confirmed the lead dislodgment, and a lead revision procedure was scheduled. Additional information provided advised the lead revision procedure was cancelled and postponed due to unknown reasons. It is also unknown if the patient remains hospitalized while waiting on the revision procedure. The lead revision will be rescheduled, however at this time the lead remains in service. No adverse patient effects were reported.